Event description:
It was reported that during a procedure of the occluded left anterior descending (lad) artery, the initial percutaneous coronary intervention (pci) went well with the successful lad xience stent deployed but jailed a side branch. The asahi prowater guide wire was used in an attempt to cross the side branch using a standard approach. The guide wire became trapped within the side branch ostium. It was suspected that the guide wire went behind [in back of] the stent, came in through a stent strut and then entered the side branch. The guide wire was pulled hard to be removed and the stent became deformed; the guide wire separated and a fragment remained in the left anterior descending artery. The patient was urgently transferred and had a coronary artery bypass graft procedure due to concerns that the lad stent was thrombosed; there was no reported angina at the time. It was noted post procedure that the patient has had a complex course and additional intervention is being explored. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. A follow-up report will be submitted with all additional relevant information. The asahi prowater, referenced is being filed under a separate manufacturing report number.